Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "during blood draw, the needle is detaching from the luer lock."

Manufacturer narrative:
The following fields were updated due to additional information recieved: d.4. Medical device lot #: 1l2011. D.4. Medical device expiration date: 2024-11-30. H.4. Device manufacture date: 2022-03-04.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "during blood draw, the needle is detaching from the luer lock."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "during blood draw, the needle is detaching from the luer lock."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples from the reported lot of 1h1111, however 5 samples were received from a different lot 1l2011 for investigation. The samples were evaluated by visual examination and functional testing, each used to draw 6 tubes with water, and the indicated failure mode for spin-out / luer detachment with the incident lot was not observed. Additionally, 50 retention samples of each lot number from bd inventory were evaluated by visual examination. Another 8 retention samples from each lot number were evaluated by functional testing, each used to draw 6 tubes with water, and no issues were observed relating to spin-out / luer detachment as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode spin-out / luer detachment. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.